Event description:
It was reported that the 30 -degree endoscope was not detecting. There was no report of patient involvement. Intuitive followed up and obtained additional information. Issue identified prior to starting procedure - pre-anesthesia. Endoscope controller worked with other scopes. Customer used other 30 degree scope to start and continue the procedure. There was no patient injury. Procedure was completed with another endoscope on the same dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.